Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the bending section adhesive was chipped, the distal end cover was scratched, the forceps channel port was shaved, the image guide protector was scratched, the scope connector side of the universal cord was scratched, the scope connector cover unit was scratched, the scope cover was scratched, the switch box was scratched, the suction cylinder paint was peeled, the air/water cylinder paint was peeled, the forceps elevator lever was scratched, the forceps elevator knob was scratched, the up/down knob was scratched, the right/left knob was scratched, the suction cylinder was shaved, the scope connector was scratched, the universal cord was wrinkled, the universal cord was scratched, the grip was scratched, the control unit was discolored, the control unit was scratched, the adhesive on the bending section rubber was scratched, the connecting tube was scratched, and the connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the asset evis lucera elite gastrointestinal videoscope had an abnormality inside the channel and the cleaning brush could not be inserted in the channel. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no deformation in the channel and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 1 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the suction function 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. Inspection of the instrument channel 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve." Olympus will continue to monitor field performance for this device.